Manufacturer narrative:
Film evaluation summary: the cause of the stent graft migration, leading to the proximal type I endoleak and aaa expansion, appears most likely to have been caused by disease progression. Review of a pre-implant sizing worksheet showed that the patient had a short and conical-shaped proximal neck, ranging in diameter from 29 ¿ 34mm along a 12mm length. The neck was noted to be moderately angulated, with mild calcification and thrombus. Review of a 3d/CT film report from ~7 years post-implant revealed that the aaa had increased to 72mm in diameter, the stent graft had migrated distally 10mm, and there was a proximal type I endoleak. The proximal neck diameter just below the lowest left renal had increased to 41mm, 10mm lower was 56mm in diameter, and the neck contained severe thrombus. Along the 15mm suprarenal neck beginning just above the right renal, the diameter ranged from 32 ¿ 35mm. Disease progression (neck dilatation) of the short and conical-shaped proximal neck likely caused the stent graft migration leading to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that a CT scan carried out 7 years later showed the bifurcated stent graft had migrated about 1cm, the aneurysm had increased and the neck dilated until the aneurysm started just below the lowest renal. A large type ia endoleak was also observed on the posterior aspect of the aorta just below the left renal. The physician attributed the cause of the event to neck dilation causing migration and endoleak. The event has not resolved. No additional clinical sequelae were reported and the patient is being monitored.